Event description:
We noticed a trend, approx 30% of the time rns report discofix four-way stopcocks, (B)(4), leak at the spin lock adapter. We identified lot # 11k189052. We reported to the bbraun, MFR rep. She recommended quarantine of the affected lot. Began saving wrappers and trending by variance report (B)(6) 2013.